Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company presentative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2018 it was reported that the patient developed an infection at the pump site post replacement. There were no known environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics and/or troubleshooting were performed. On (B)(6)2017, the hcp took the patient to surgery for irrigation of the pump pocket. After that procedure, she was placed on IV (intravenous) vancomycin for 6 weeks. The issue was not resolved at the time of this report. They planned to remove the pump, but the date of surgery was unknown as it had not yet been schedule. It was indicated that the hcp had no further information regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the pump was explanted. No further complications were reported/anticipated.